Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 08/23/2017. Device returned to manufacturer?: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The plunger was observed advance and locked. No viscoelastic residue was observed inside the cartridge. No molding, coating, and/or assembly issue were observed. Visual inspection at 10x microscope magnification was performed. The lens was observed stuck at the cartridge tip and the cartridge tip was observed smash. Even though the complaint was confirmed, a cause of failure cannot be determined since the device was handled and the records reviewed were correct. The device has a protector cap on the cartridge in order to protect them. If the cartridge had any damage the cap does not fit on. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant and explant dates: if explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the injector tip of the preloaded device of the intraocular lens was damaged. The doctor did not want to use it. Another preloaded device was used to finish the case. There was no patient contact. No additional information was provided to abbott medical optics.